Event description:
The device was used durind a bowel resection. It was reported the tlc55 and the device was used for bowel resection of a 19 year old male car accident victim. Four days post operative, the anastomosis leaked. The pt was transferred to lacrosse, wi, for reoperation and ileostomy.

Manufacturer narrative:
A1,4;b6,7;d10: info unavailable. D5,6;h4,6: info unavailable, device not returned for analysis.